Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the o-ring of the aseptic battery housing was missing, which can cause the housings to open up and expose the non-sterile battery to the surgical site.

Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
The reported event, rubber seal is missing, was confirmed. The technician observed that the o-ring was missing from the housing. Device scrapped by stryker.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the o-ring of the aseptic battery housing was missing, which can cause the housings to open up and expose the non-sterile battery to the surgical site.